Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the patient's implantable cardiac monitor (icm) noted that it was oversensing t waves. Programming changes were made. The patient was in stable condition.